Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the detached cannula or to determine if it could have contributed to any problems to the patient. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that when the pod was removed from the infusion site, the cannula was found to have detached from the pod and remained in the skin. The pod was worn less than 1 hour on the infusion site.